Event description:
The surgeon reported an intraocular infection/endophthalmitis at approximately three days postoperative. The lens remains implanted. The pt's prognosis was good at last report. The cause of the intraocular infection/sterile endophthalmitis is unknown at this time. This MDR report is sent because the product was used in the surgery.